Manufacturer narrative:
B3. Date of event; corrected information, initial MDR inadvertently used incorrect date g3. Date received by manufacturer; corrected information, initial MDR inadvertently used incorrect date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a generator replacement due to patient discomfort. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Additional information was provided from the physician. The reported pain was experienced at the generator site and pain is constant. The pain was assessed to be due to external factors and the planned surgery was for patient comfort only. It was noted that the patient had experienced a car crash and was the cause of the pain.